Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No problems or issues were identified during the device history record review. Visual inspection showed the pump was in good condition with no appearance of any physical damaged. A review of the event history log (ehl) identified primary audible alarm post. During the functional testing was unable to duplicate the reported issue. The root cause was unable to be determined. A corrective and preventative action has been opened to address the reported issue.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There was a primary audible alarm post found in the event history log (ehl). During analysis, the reported issue was unable to be duplicated. Service replaced speaker also interconnect board per customer request.

Event description:
It was reported that a primary audible alarm was experienced. The customer is requesting that the pcb inter connect be replaced and anything else that needs to be repaired or replaced.